Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested for return and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Pump powered up normally upon battery installation. Unit passed displacement test and self test. Unit successfully downloaded to thump. Verified consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault main error log. Multiple alarms from (B)(6) 2024 10:14:29.000 to (B)(6) 2024 15:35:08.000 listed in the fault error log for pump error 63. Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. Isolate to electronic assembly. The following were noted during visual inspection: pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis and triggered by multiple pump error 63 alarms. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.